Manufacturer narrative:
No report of patient involvement. The date of manufacture was not available at the time of filing. The flow valve was replaced, and the unit was returned to service.

Event description:
The ge healthcare service representative reported unit had an error that results in a loss of mechanical ventilation. There was no report of patient involvement.